Manufacturer narrative:
Age: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated a 13.2mm tmicl13.2 implantable collamer lens, -10.50/+1.0/010 (sphere/cylinder/axis), tore during loading, and there was no patient contact. Additional information has been requested but none has been forthcoming.